Event description:
Hoyer lift malfunction. Left leg of hoyer moved further out than designed. Hoyer lift and resident in hoyer. Became unbalanced, and resident slid out of hoyer lift, and hit her head on side rail of bed and hit her leg on bottom of hoyer lift. No apparent injuries at this time.